Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the battery had been dead for over a year and she was wondering if she could meet with her rep to have the device jump started or if she needed a new implant. Pss reviewed od info and how to get in touch with a rep. Patient stated reason for implant being dead was a combination of not having an hcp as they moved quite a bit, not needing it and that she also has had a hard time connecting with the ins to charge since she was implanted. No symptoms reported. No further complications were reported/anticipated.